Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Dhrs (device history review) for all freestyle libre sensors within expiration at the time of the complaint was reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continues to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. She further reported the insertion site was initially notable for the presence of ¿itching¿, but then there was ¿pain¿. On (B)(6) 2019 customer had contact with a healthcare provider who noted there was an abscess at the site. The hcp performed an incision and drainage of the abscess; flushing out the wound site. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. She further reported the insertion site was initially notable for the presence of ¿itching¿, but then there was ¿pain¿. On (B)(6) 2019 customer had contact with a healthcare provider who noted there was an abscess at the site. The hcp performed an incision and drainage of the abscess; flushing out the wound site. No additional treatment was reported. There was no report of death or permanent injury associated with this event.